Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
Patient complained of shock during muscle stimulator therapy. Clinician stated the intensity increased to 40 during therapy. No injury to patient. Clinic requested the device be evaluated as a precaution.